Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There was a burning smell on the inverter board upon turning on the cycler power. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that a liberty select cycler screen went blank during step 8 ¿ treatment complete for pd treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed; the cycler was rebooted. The ok and stop keys lit up but the screen remained blank. The patient also mentioned there was a burning smell coming from cycler. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. In a follow up the patient reported that there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.